Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl in the morning. The customer's blood glucose reading was 310 mg/dl before the call in the afternoon. The customer was advised to call back about her blood glucose readings.